Manufacturer narrative:
No device or photos were received; therefore the condition of the device is unknown. The lot number of the product is unknown; therefore the device history records, complaint history could not be reviewed. It could not be confirmed if the device was used in an approved and compatible combination. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history is unknown. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated. Device location unknown.

Event description:
Patient¿s legal counsel reported patient underwent right knee arthroplasty on (B)(6) 2013. Legal counsel further reports patient underwent a revision procedure on (B)(6) 2016 due to patient allegations of pain and instability. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Tm monoblock tibia is tmt design controlled part.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. Upon reassessment of the reported event, the lot number was identified. The device history records were reviewed and no discrepancies were identified. The root cause remains unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.